Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent, causing a misalignment of the grips. There was a .023¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this severely bent grip do not show damage. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but could not apply the clip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier instrument would not lock the clip into place on the tissue. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The medium-large hem-o-lok non-absorbable polymer ligation clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The instrument was inserted twice and attempted to be used. Afterwards, the surgeon did not feel comfortable continuing the use of the medium-large clip applier instrument and requested a backup clip applier and the issue was resolved.